Event description:
A report was received that the patient's ipg had flipped causing it to protrude from the back and discomfort. There was no skin breakage. The patient will undergo a revision procedure wherein the ipg will be repositioned.